Event description:
Per the audiologist's report, this patient's device was explanted in 2006, due to a skin flap infection. The patient was treated with antibiotics prior to explantation. Plans for reimplantation was not reported to cochlear.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling code #1738.